Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced inflammatory nodule after being injected with 0.5 ml of juv¿derm¿ voluma" with lidocaine in ck3 and 0.5 ml of juv¿derm¿ volbella" with lidocaine in each dark circle. This is the same event and the same patient reported under (B)(4) (allergan complaint # (B)(4)).¿this emdr is being submitted for the first suspect product, juv¿derm¿ voluma" with lidocaine.